Manufacturer narrative:
The rse evaluated the device remotely. It was determined that device indicated a low battery due to a defective battery (battery dated 2020). The rse tried to order a new battery, but the order could not be completed as the spare part is not available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device had a low battery. There was no patient involvement.